Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the vessel sealer extend (vse) instrument used during this reported event for failure analysis investigations. An advanced log review for the vessel sealer extend instrument associated with this event was performed. Logs show qty 307 seal events, of which qty 59 had high initial starting impedance errors. Qty 2 coag events were recorded with no errors. Logs noted a few errors which seemed unrelated to vse functionality. The tool table showed that the instrument was used for about 91 minutes.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon was removing the specimen when bleeding was noticed. It was reported that the surgeon used the vessel sealer extend (vse) instrument to maintain homeostasis throughout the procedure. There were no error messages, incomplete seals, and complete audible tones were heard without any issues during the time the vse was in use. The vse was used during the beginning of the case, when the ileocolic pedicle was dissected. The ileocolic vein and ileocolic artery were taken separately. The vse was used for two burns on each side of the vein and artery, and then divided on the specimen side. It was noted that the pedicle had a confirmed seal on the remaining side, and hemostasis was intact with no issues during the dissection. No calcification was present, the targeted tissue was not larger than 7mm, and there was not any exposure to radiation or chemotherapy. The surgery continued for another two to three hours and was completed with a successful anastomosis. It was when the surgeon was using a pfannenstiel incision to remove the specimen that increased bleeding from the abdomen was noticed. As a result, a midline incision was made for an exploratory laparotomy. Bleeding was found to be coming from the ileocolic artery. It was repaired with sutures and ties, the surgeon put another tie on the vein that remained within the patient to ensure hemostasis. Approximately 800-900ml of blood loss occurred, as a result, the patient received a transfusion of 2 units of pack red blood cells during surgery. When asked if the surgeon thought the vse instrument would be related/the cause of the bleeding event it was reported that yes, there would be no other reason the pedicle should have bled. The surgeon had no doubt that the artery and vein were hemostatic when they were first dissected with the use of the vse and throughout the remainder of the procedure. It was unclear how the ileocolic artery would spontaneously start to bleed again after being sealed. The patient is recovering well, no post-operative blood transfusions were required.